Manufacturer narrative:
The customer¿s report of unregulated flow was not definitely identified; however, backflow was observed during functional testing which can be mistaken for an overinfusion since the secondary bag empties faster than expected, into the primary bag. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. Backflow due to a faulty check valve was confirmed during functional testing. Log analysis results: the pcu event log contained no obvious programming errors that would result in the reported event. There were no anomalies observed with the returned primary set (model 2421-0500) and there were no leaks observed from the set, however functional testing found backflow due to a faulty check valve. The root cause was not definitely identified, however backflow was observed during functional testing which can be mistaken for an overinfusion since the secondary bag empties faster than expected, into the primary bag.

Event description:
It was reported that at approximately 0450 am the nurse hung a new secondary infusion IV bag of magnesium 2g/50ml attached to the primary infusion of normal saline. The device was paused to allow a second nurse to verify the device programming for accuracy when it was noted that the module was "running" despite the fact that it was paused. The whole tubing set-up was discontinued. The biomed department was unable to replicate the event. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
1000 ml baxter bag, lot: y293738, exp: jul 20; non bd secondary set; 50 ml hospira bag lot 96-122-jt, exp: jun 20 magnesium sulfate. The customer¿s experience of unregulated flow was not definitely identified; however, backflow was observed during functional testing which can be mistaken for an overinfusion since the secondary bag empties faster than expected, into the primary bag. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. Backflow due to a faulty check valve was confirmed during functional testing. A faulty check valve would allow fluid from the secondary bag to flow into the primary bag. The root cause was not definitely.

Event description:
It was reported that at approximately 0450 am the nurse hung a new secondary infusion IV bag of magnesium 2g/50ml attached to the primary infusion of normal saline. The device was paused to allow a second nurse to verify the device programming for accuracy when it was noted that the module was "running" despite the fact that it was paused. The whole tubing set-up was discontinued. The biomed department was unable to replicate the event. The customer further stated that there were no adverse effects caused to the patient from the event.